Manufacturer narrative:
Patient identifier not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system shut down by itself during the procedure. The unit and all pumps except the mast pump restarted again after a few seconds. The mast pump was hand cranked for 2-3 minutes until it was able to be restarted. The case was continued with no further issues. There was no report of patient injury. A review of the DHR did not find any deviations or non-conformities relevant to the reported failure. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system shut down by itself during the procedure. The unit and all pumps except the mast pump restarted again after a few seconds. The mast pump was hand cranked for 2-3 minutes until it was able to be restarted. The case was continued with no further issues. There was no report of patient injury.